Event description:
Customer reportedly received results of 14 mg/dl and 248 mg/dl within 10 minutes on the compact plus system. No low blood symptoms reported. No actions were taken based on device result. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.